Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles inside of the device, crease flat. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify intact and functional, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.